Manufacturer narrative:
Evaluation of the returned pod pc revealed that the embolization coil was intact with the pusher assembly, and the unintentional detachment complaint could not be confirmed. The complaint indicated that upon removal, the pod pc detached inside the lantern. Further evaluation revealed offset coil winds on the embolization coil. If the pod pc is forcefully manipulated against resistance, damage such as offset coil winds may occur. The tortuous anatomy may have contributed to resistance. The offset coil winds likely prevented the pod pc from take the desired shape after moving it back and forth with the target location, as mentioned in the complaint. During the functional test, resistance was encountered while attempting to re-sheath the returned pod pc with a demonstration introducer sheath due to the offset coil winds, and no further functional testing could be performed. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the portal vein using pod packing coils (pod pcs), a lantern delivery microcatheter (lantern), and a non-penumbra catheter. It should be noted that the patient's anatomy was tortuous. During the procedure, one non-penumbra coil was successfully implanted into the target vessel. Next, a pod pc was advanced into the target location. However, the pod pc did not take the desired shape after moving it back and forth within the target location; therefore, the physician decided to remove the coil. Upon removal, the pod pc detached inside the lantern. Therefore, the lantern containing the detached pod pc was removed from the patient and, subsequently, the pod pc was removed from the lantern. The procedure was completed using three additional pod pcs and the same lantern. There was no report of an adverse effect to the patient.